Event description:
The account alleged the head section will not go up.

Manufacturer narrative:
When the technician called the account the nurse stated the bed was working fine. The technician instructed the account to make sure the lockouts were off.